Event description:
It was reported that the insulin pump alarmed during the prime alarm. The blood glucose reading is 381 mg/dl. Customer stated that the insulin was dropped. The drive support is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to loose drive support disk. Broken reservoir tube lip, broken belt clip slot, cracked battery tube threads, scratched display window and missing end cap sticker noted.